Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
As per sales rep vm message: right total hip revision due to periprosthetic fracture. Dislocated tip of stem.